Manufacturer narrative:
(B)(4).

Event description:
Procedure type: gastrectomy. According to the reporter: the staples did not form after being fired. The surgeon used another device to correct the problem. Pt involved without injury. Med intervention was not required. Re-intubation was not necessary. The pt is in good condition now. No tissue damage. No reinforcement material used in conjunction with the stapling device. Surgical time was not extended by more than 30 minutes due to the product problem.